Event description:
It was reported that during a laparoscopic lobectomy procedure, the green cartridge was loaded into the device. The device could not be fired at the third stroke of the fifth firing. The staples were deployed till the second stroke. The same instrument could not be fired at the second stroke of the sixth firing. The staples were deployed till the first stroke. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. (B)(6).